Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: section e: reporter name updated.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein, the full scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000060415.

Event description:
It was reported the patient was experiencing ineffective therapy post fall. A lead diagnosis revealed high impedances across one lead. As a result, surgical intervention may be undertaken to address the issue. Investigation was unable to determine which lead was at fault.